Manufacturer narrative:
The insulin pump was received with a button error alarm and had unresponsive buttons due to corroded keypad traces. Functional testing could not be carried out and no delivery alarm could not be verified, due to unresponsive buttons. The insulin pump was received with scratches on the lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer called and reported the insulin pump alarmed with no delivery and a button error. The buttons also stopped responding. Customer's blood glucose was 324 mg/dl. He treated with manual injection. No significant events leading to the alarm were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.